Event description:
We have experienced the 2nd failure of a barcode reader in the prismaflex crrt dialysis unit in 2 weeks. This failure will not allow the machine to read the tubing and dialyzer set, therefore delaying or canceling therapy depending on the expertise of the user. This is 2 like failures of 5 units that were purchased in (B)(6) 2010 but did not go into service until (B)(6) 2011.